Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The broken portion of the wire was evaluated and was found to be scorched and melted. In addition, the following reportable malfunctions were identified during the device evaluation: the covering of the knife wire was peeled and dislodged. A root cause of the reported allegation could not be identified. However, based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following.the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. An electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic sphincterotomy procedure, the knife wire of the subject device broke when energized. When visually inspected, the knife wire was found to be burnt. The procedure was completed with a similar device. There were no reports of patient harm.